Event description:
It was reported that during pre-surgery, it was discovered that when the foot pedal was pressed on the console device, it was observed that the motor device ran from forward to backward. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. However, it was observed that the air pump made an unusual noise and the irrigation pump did not fully release. The assignable root cause was determined to be due to wear normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.